Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular (rv) lead. There was oversensing noted on both the ventricular lead and atrial lead. The rv lead also had a high rv threshold alert trigger six days earlier. It was noted that the patient was in a cardiac procedure the day when all the episodes of oversensing occurred and that the oversensing correlated with surgery times. The rv lead and atrial lead remain in use. No patient complications have been reported as a result of this event.